Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation is seroma-late. Reoperation has not been scheduled at this time.

Event description:
Patient reported having "have multiple lumps surgically drained", "I have pain in them", "they have also have deformities" and bilateral exchange from textured implants due to concern with the product. Patient later reported "disfigured breast" and "fluid drained from the lump." Patient additionally reported "experiencing fatigue", "body aches, joint aches," "pain under the left arm", "dry skin", "nausea" and "headaches daily"; these events are not device related. Device remains implanted. This record is for the left side.